Manufacturer narrative:
All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer observed falsely elevated alinity I estradiol results generated on an alinity I processing module for a (B)(6) female patient. The initial and repeat flagged results = 1000 pg/ml, which was not consistent with the patient¿s clinical symptoms (reference range: female: follicular phase 21-251 ovulation phase 38-649 luteal phase 21-312 postmenopausal period = 28). The sample was tested on beckman platform generating a result of 118.5 pg/ml. The patient had a recent medication history of using mifepristone. There was no impact to patient management reported.